Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she treated her high blood glucose level with a manual injection. Customer's blood glucose level was around 50 mg/dl for two days. She treated her blood glucose level with juice. The customer also had an issue with the sensor readings. The device was not returned.